Manufacturer narrative:
D9: 14-mar-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device alarmed error code 46510 on power up. The investigation indicated that a software error was a result of batteries being inserted after ac power. The printed wire assembly (pwa) was replaced as a last corrective measure. The device then passed all testing.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a red screen alarming at power up. No additional information was available.